Manufacturer narrative:
Device analysis: visual examination of the returned device found mid stent damage. Two of the stent struts were raised approximately 8 rows from the distal end. Stent damage is consistent with the device meeting some form of restriction during the procedure. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No additional product analysis or external evaluations were performed. A recommended sized guidewire was inserted through the lumen with no restrictions noted. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is operational context.

Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary artery drug eluting stenting treatment procedure the device failed to cross the lesion. The 90% stenosed target lesion was in the tortuous mid to distal left anterior descending (lad) artery. The physician attempted to advance a 4.0x32mm taxus liberte drug eluting stent to treat the target lesion but the device would not adequately cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good". Returned device analysis revealed stent damage.